Manufacturer narrative:
Correction to h10: this supplemental report is being submitted to provide a correction to include the medsun report (B)(4).

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information submitted by the customer

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number (B)(4). Medwatch (B)(4) is attached for reference. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Medwatch report (B)(4) received and reported the following: during a therapeutic transurethral resection of prostate, the surgeon noticed a piece of metal in the bladder. Upon inspection of the sheath, the tip was noticed to be broken. A grasper was used to retrieve the broken piece that was in the bladder. The metal tip was removed and intact. An x ray was used to confirm retrieval of the metal tip. According to the radiologist, no items were retained in the bladder and verified with the surgeon. Additional information received that the event caused a short delay. The patient was reported to be "stable and safely discharged."